Event description:
Additional information: the patient was transfused with one unit of packed red blood cells on (B)(6) 2018 and cleared for discharge home. Monthly octreotide injections were ordered for prophylaxis. The event reportedly resolved on 12oct2018.

Manufacturer narrative:
Event: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 57 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency room on (B)(6) 2018 with fatigue, generalized weakness, and dyspnea on exertion. The patient was admitted and a rectal exam revealed melanotic stool, positive guaiac stool. One unit of packed red blood cells was ordered for the patient's symptoms. Coumadin was on hold and octreotide drip was initiated.